Event description:
It was reported by the sales rep that the bur guard melted while in use. There were no reports of any adverse patient or user event associated with this malfunction.

Manufacturer narrative:
The bur guard involved in the reported event was evaluated. During the evaluation the technician observed visual evidence that the bur guard had been pushed up onto the handpiece; the nose cone melted the bur guard assembly during use. This result because the bur guard was not slipped into the proper tabs of the drill before usage. When this happens the mating two parts, the bur guard and the nose cone, will melt the bur guard. The IFU states to twist the bur guard to make sure it is in its proper run position.